Event description:
It was reported that the patient felt pain when lying on the left side. There was evidence of imminent skin erosion. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947, implantable tachy lead, 2004 (B)(6); 5076, implantable pacing lead, 2005 (B)(6). (B)(4).